Event description:
During a site visit by a bd representative, pcu unit arrived in the biomed department from the anesthesia utility room. It was reported biomed examined the device stated; ¿(battery run time from options menu shows 6 hours) when the device was unplugged it immediately goes into a watchdog error. Biomed stated; ¿initially after plugging the device it went from 4 hours battery life to 6.5 in a matter of minutes. The battery was removed, which was a newer battery replaced during their battery replacement program that started in january. Noted initially the device was missing all 4 of the flat washers on the battery mounting screws. When they removed the battery and reattached it they placed a flat washer on each screw prior to attaching the battery and torquing to 6 in-lbs. The device was plugged in for about 10 minutes and when unplugged it although it shows 6 hour run time through the options menu it immediately goes into a watch dog error and the device shuts down.¿ the pcu arrived from anesthesia utility room, there was no report of patient involvement per customer.

Manufacturer narrative:
The customer¿s experience with the pcu is powered on, then unplugged it immediately goes into a watchdog error was confirmed in the logs and replicated during testing. Testing performed replicated the pcu entering a watchdog alarm when switching to battery power. Troubleshooting the error determined the source of the failure is within the pcu power supply. An analysis of the pcu¿s power supply performed by operations engineering found the source of the failure to be from a low voltage comparator (u12). U12 provides the monitoring signal for the back-up battery circuit when a battery is connected to the pcu. U12 also monitors the a/c power to determine if the unit is plugged in and which power source it should switch too. The faulty low voltage comparator (u12) was replaced with a known good low voltage comparator. The pcu was functionally tested and there were no errors or malfunctions observed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.